Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) review could not be performed as the serial number is unknown. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The stenosis observed in this case was most likely due to patient related factors and the progression of the patient¿s underlying valvular disease pathology with svd. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. Edwards received information a patient with a 21mm aortic pericardial valve implanted 14 years, 10 months, underwent valve-in-valve procedure due to degeneration leading to stenosis. A 23mm transcatheter valve was implanted within the edwards surgical valve using the transfemoral approach with a good outcome.